Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify motion sensor test failure alarm and excessive no delivery alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump was not delivering insulin. The customer's spouse also reported that they received motion sensor test failure alarm. The customer's blood glucose was 256 mg/dl at the time of incident. The customer's spouse performed displacement test and the insulin pump failed. The customer's spouse performed troubleshooting for high blood glucose. The customer's spouse stated that they were unable to rewind the insulin pump due to motion sensor test failure alarm. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.